Event description:
Ref. Imp # (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed ps tibial insert size 3 thickness 17. Code (B)(4) / lot 131860 ((B)(4) items produced): all parameters were found to be in accordance with the specs valid at the time of mfg. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Our r&d manager analyzed the post-op x-ray superimposing it with an image that simulates the total knee prostheses. In this way he was able to clearly discover that the ps screw was not completely screwed by the surgeon when implanted, having 3, 7 mm of unscrewed thread. This is highly likely the reason of why the screw back out after the implantation.